Event description:
The lay user/reporter called lifescan (lfs) in 2007 alleging the patient was unable to code her one touch ultra2 meter. The medical affairs specialist spoke to the patient on november 2, 2007. The reporter stated the meter issue began the previous month, at 1:30 p.m. Two weeks prior to the meter issue, the patient reported that she was having numbness down her leg and was "ill". She visited her physician four days later, because of her symptoms, which included feeling shaky. The patient stated that she takes amaryl and metformin, which was not based on her meter results. Her blood glucose was tested and the result was 551 mg/dl. An MRI was also ordered for her other symptoms; the diagnosis was a brain tumor. She was admitted to the hospital that day to treat her blood glucose and she had surgery for the brain tumor on the next day. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported as the patient alleged she was found to be hyperglycemic with a blood glucose greater than 500 mg/dl after the reported issue began. It is not clear her symptoms or the hospital admission were related to the blood glucose, but instead related to the patient's brain tumor.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.